Event description:
The customer states that the collimators were out of specification.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep verified that the collimators were out of tolerance. He realigned the collimators to be within specifications. The system operates as intended.